Manufacturer narrative:
On (B)(6) 2023 the field service engineer (fse) found an issue with a tube at the cuvette rinse station and replaced it. The fse adjusted the reagent and sample probes. The customer has had no further issues since the service visit. The service maintenance actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient cerebrospinal fluid (csf) sample tested with the albt2 (tina-quant albumin csf) assay on a cobas 8000 cobas c 502 module. The sample initially resulted in an albumin value of 433 mg/l. The result was reported outside of the laboratory. An aliquot of the same sample was then repeated resulting in a value of 278 mg/l. The albt2 reagent lot was 702571 with an expiration date of 31-oct-2024.